Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that during surgery the dermatome has created skin grafts that were almost unusable. The dermatome has left unsightly scars on the patient's thigh. Attempts were made to obtain additional information and on november 17, 2016, clinical follow up was suspended due to a lack of customer response.

Event description:
Additional information received on december 9, 2016 stating that the event occurred during surgery and there was medical intervention/additional surgical procedure required. The surgical time was extended but not necessarily for a long time; it is unknown how long the surgeries were extended and if the patients were under anesthesia. An alternate device was used to complete the surgery; however there was impact/damage to the graft harvest. It is unknown if the initial graft was able to be used or if an additional unplanned graft harvest was required.

Manufacturer narrative:
This report is being amended to reflect changes in brand name, model #/lot #, event problem codes, date received by MFR, PMA#, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. The customer returned an air dermatome device for evaluation. Medicrea has not previously repaired/evaluated this air dermatome. The air dermatome was manufactured on december 9, 2015, and is 11 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on (B)(6) 2017 revealed that the lift was worn and the engine had a slight hard point. The control was twisted and the calibration of the head was no longer good. The service technician noted that this would have certainly caused the zebra graft problem. It is not clear based on the medicrea service order whether the customer intends to repair the device. However, enough information was provided during the initial inspection to confirm the reported event. The customer reports that the lot number of the blade has been verified, and there is no problem with another dermatome. The connections have been made correctly and the operators are familiar with this device. There are two pictures attached: they compare the graft made with the defective dermatome and the graft made with a good one¿ was confirmed since during the initial inspection by medicrea the service technician noted that the control was twisted and the calibration of the head was no longer good. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the thickness control lever that was twisted and the device being out of calibration. It is unclear how the device became damaged or out of calibration, but it can most likely be assumed that the user mishandled the device. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ the air dermatome was repaired, tested and returned to the customer.